Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "when they went to take out the stiletto they had problems, it was difficult to get it out and finally, when they took it out, it was frayed and bent." There was no patient harm or complications. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "it was reported that "when they went to take out the stiletto they had problems, it was difficult to get it out and finally, when they took it out, it was frayed and bent." There was no patient harm or complications. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided three images for analysis. One image showed a sticker label. The sticker label matches the reported material#/lot#. The other two images show a severely unraveled stylet from a PICC with stylet assembly (mc-05552-010b). The customer also returned one defective stylet and a lidstock for analysis. No obvious signs of use were observed. Stylets of this type are preinserted through a side port connector and the distal lumen of the catheter. The side port threads over the luer hub of the distal extension line. The side port nor the catheter were returned. Visual analysis revealed that the stylet was severely unraveled from the distal end. Microscopic examination confirmed the damage and revealed that the distal weld was full and spherical. Further analysis revealed that the core wire was severed approximately 7/16" from the distal weld. Visual analysis could not be performed on the PICC nor the side port as they were not returned. Due to the severe tangling of the returned stylet, the coil wire was intentionally severed to allow for the core wire to be straightened. The point of separation on the core wire measured approximately 7/16" from the distal weld and approximately 26 3/8" from the hub stylet. The cumulative stylet length from the hub to the distal weld measured 26 13/16", which is within the specification limits of 26"-27" per the stylet product drawing. The stylet outer diameter (in an area not greatly affected by unraveling) measured 0.0155", which is within the specification limits of 0.0145"-0.0165" per the product drawing. R & d engineering was contacted as part of this complaint. They indicated that it is possible for the stylet to become damaged during catheter trimming; however, it will likely create a full separation of the stylet core/coil wire. Also, during catheter insertion, the catheter passes through a peel-away sheath. There should be no interaction of the stylet with any other components aside from the catheter body. Without the side port or the catheter returned for analysis, the root cause cannot be determined. Manufacturing was also contacted , and they confirmed that stylets of this type are 100% inspected for damages before and after being assembled inside the catheter. A manual tug test confirmed that the distal and proximal welds were secure and intact to their respective ends of the core wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not cut placement wire when trimming catheter to reduce risk of damage to placement wire, wire fragment, or embolism". The IFU also states, "check that there is no wire in cut catheter segment after trimming. If there is any evidence that placement wire has been cut or damaged, the catheter and placement wire should not be used". The IFU also states, "remove placement wire and side-port connector as a unit. Failure to do so may result in wire breakage". The report of an unraveled stylet was confirmed through complaint investigation. Visual analysis revealed that the stylet core wire was separated approximately 7/16" from the distal weld. This resulted in the unraveling. Despite the damage, the stylet met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Functional analysis could not be performed due to the severity of the damage. Stylets of this type are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Stylet breakage may occur if a force greater than the design specification is applied during removal. Stylets of this type are not intended to be removed from the side port connector during the procedure. There is a possibility that unraveling occurred due to the force required to remove from the connector; however, this cannot be confirmed as neither the connector nor the catheter were returned for analysis. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.